Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 1.5 years of support on the lvad, the pt was re-admitted due to reoccurring driveline infection. The pump was subsequently exchanged.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: the report of a driveline infection could not be confirmed through this evaluation. The patient received a pump exchange. The pump was not returned for evaluation following the exchange. The instructions for use (IFU) lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's driveline infection originated in (B)(6) 2012. The patient was treated with antibiotics. It was reported that the patient had "dropped the bag[containing the system controller] a few times" while connected to the driveline. The suspected cause of the driveline infection was trauma to the skin around the driveline exit site.